Manufacturer narrative:
After further review this complaint was found to be a duplicate. No further information will be reported.

Manufacturer narrative:
B3 date of event was updated as it was entered incorrectly on the initial report that was submitted. D4 added primary UDI number as it was omitted from the initial report that was submitted. E1 zip code was entered on the initial report that was submitted and it should of been left blank. E4 selection was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 59 year old femalewas implanted with a impella cp for support during a high risk cardiac procedure. It was reported that the patient had a low hemoglobin level of 62 and was noted to have melena. One unit of packed red blood cells was administered, with hemoglobin improving to 74. A gastroscopy was performed and showed no obvious source of bleeding. A rectal tube was inserted. No additional information was provided.